Event description:
It was reported that during the implant procedure, the atrial lead exhibited a loss of signal. The lead was not used and the physician decided not to place an atrial lead due to the patient's condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).